Event description:
Poor image quality. Required obtaining image adjustment software. Informed by philips/picker that equipment is at its end of life and therefore the image adjustment software was not available. Unable to improve image at this time. Plan for replacement of equipment